Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: it is possible that water or moisture entered the scope, and the moisture damaged he image sensor unit. A definitive root cause could not be determined. The event can be [detected/prevented] by following the instructions for use which state: instruction manual ltf-s190-10 operation manual chapter 3 preparation and inspection:3.8 inspection of the endoscopic system: inspection of the endoscopic image. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the deflectable videoscope had a blackout screen. The issue occurred during preparation for use for a therapeutic laparoscopic surgery. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.